Event description:
I was using a tampon. I began to have a headache. After a few hours the tampon began to burn excessively and I felt the need to rush to remove it. A few mins later I experienced severe pressure to urinate and pressure in my pelvic floor similar to the feeling during delivery to "push." I tried to urinate but I had nothing and then I took a warm bath with began to alleviate the symptoms. A few hours later I had the same pressure feeling and again tried to void. I took a second bath at 2 am. In the morning I was not feeling well, I had a bad headache. I found I was feeling a need to urinate and I felt as if I had a bladder infection. I also still had this intense pressure in my pelvic floor. I went to the doctor (my husband's office) for a urinalysis. I began cipro. My urine was cultured, the results were (B)(6). My husband was worried I had the beginning of toxic shock. Later that day I experienced strong cramps and pulls from my bladder. After 24 hours on the cipro I am feeling better, but I am still having issues with a headache and a dry burn sensation along with an occasional sense of itch. At night I am getting up frequently to urinate as my bladder and pelvic floor are very much irritated. I am a runner and have found I cannot run without feeling some discomfort. Today I read there is a recall of (B)(4) with (B)(4), I used the (B)(4). On (B)(6) 2011, I used the (B)(4). My husband asked that I file this form as he is concerned that the issue facing today's (B)(4) recall is similar to what I have had.